Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connecta wht 360deg tb 50cm separated from the adaptor. The following information was provided by the initial reporter: "stop cock 3-way with extension line (50 cm) - 394850/394951 - gtin# (B)(4) - lot# 9219585a issue: the stop cock is detaching from the extension line supply chain orders (B)(4) - order number (B)(4)".

Event description:
It was reported that connecta wht 360deg tb 50cm separated from the adaptor. The following information was provided by the initial reporter: "stop cock 3-way with extension line (50 cm) - 394850/394951 - gtin# (B)(4) - lot# 9219585a issue: the stop cock is detaching from the extension line supply chain orders (B)(4)- order number(B)(4)"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on:(B)(6)2020. H.6. Investigation: a device history record review was performed for provided lot number 9219585 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the tubing was observed separated from the stopcock component. The examination revealed signs of pressure instability during use, which could have negatively impacted the assembly of the product. Dioxolan was observed within the assembly which also could have contributed to this incident. A quality alert has been issued within the manufacturing facility regarding the potential separation of this product.